Event description:
It was reported the patient had increased spasms, confusion and itching since the device was implanted. The event was diagnosed as baclofen overdose. The event was related to programming/refill and the intrathecal medication (baclofen) on (B)(6) 2014, the patient was admitted to the hospital where she was monitored. The intrathecal baclofen was substituted with an oral dose 4x25 mg until the symptoms disappeared. On (B)(6) 2014, the patient recovered from the event without sequelae. The pump was used to deliver lioresal (2000 ug/day) at 350 ug/day, infusion rate 0.175.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician; product ID n EU_unknown_cath, product type: catheter. (B)(4).

Event description:
It was further provided that the event was not about an overdose but an underdose. No further information was available on the catheter. The reason for replacing the pump, was noted that a reporter found the following information of (B)(6) 2014: "this pump had to be replaced already a long time ago. In the past, this wasn't an option seen the seriousness of additional surgery and known comorbidity and vulnerability of this patient. However, "today" an alarm was heard while reading the pump." As reported, the hospital had probably a programmer report of (B)(6) 2014 "when the alarm occurred. This was to be further investigated. The clinical diagnosis was changed to baclofen underdosing. The patient had the above mentioned symptoms since the operation on (B)(6) 2014. This event was noted to be a consequence of the interval filling of the catheter was too long. It was decided to hospitalize the patient for hemodynamic monitoring and substitute oral baclofen until the symptoms disappeared. Additional information was requested to clarify the alarm or why the pump needed to be replaced. Please note the following information had been previously reported within manufacturer report # 3004209178-2014-23843: it was reported the patient had spasms, increased confusion and was itchy since a 'replacement' on (B)(6) 2014. The patient was experiencing underdosing of baclofen because a priming bolus was not performed at the time of the procedure and the catheter length was unknown. The patient was hospitalized and received 4x25 mg of oral baclofen which resolved the problem. The event resulted in a serious deterioration in the health of the patient and resulted in in-patient or prolonged hospitalization. Actions taken were reported as in-patient hospitalization and an urgent care visit. The patient was hospitalized from (B)(6) 2014 and recovered without sequelae. The pump was used to deliver baclofen. Please note that any further information pertaining to theses combined events will received will be filed under this current manufacturer report # 3004209178-2015-04389. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Please note that the information pertaining to the pump alarm was referring to the patient's previous pump. This information is no longer applicable to this event and captured in a different event.

Event description:
Additional information received reported the facility confirmed there was a serious deterioration in health. This resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to body structure or body function. This resulted in in-patient or prolonged hospitalization.